Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported that the transmitter was previously not snapped all the way into the sensor pod. Patient reported that the transmitter was previously not snapped all the way into the sensor pod. Transmitter is now snapped-in, connected, and working. No additional patient or event information is available.